Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the reported problem occurred in the month of november. No additional details were available regarding the exact date. The patient was an inpatient and received daily checks for pressure areas. No pressure injuries were documented prior to the procedure. During the procedure the mattress was covered with a plastic protective sheet and a bed sheet. The patient was on the procedure table for approximately one hour and thirty minutes. The day after the procedure it was documented that the patient showed pressure sores. The patient received pressure injury care including barrier cream, dressings and positioning care. The patient was reported as high risk for pressure ulcers due to having a low bmi of 17. The standard practice for positioning care is to turn the patient every two hours. Since the patient was only on the table for one hour and thirty minutes, the pressure injuries are deemed to be unrelated to the length of the procedure. The mattress was inspected, and no damage was observed. The philips system was working as intended. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that a patient suffered a pressure sore from the azurion 7 m12 device¿s mattress. The device was in clinical use at the time of the event. Philips has made multiple attempts to contact the customer but no additional information regarding the event or the patient¿s condition has been received to date. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected addtl narrative: philips has investigated this complaint. According to additional information received, the reported problem occurred in the month of november. No additional details were available regarding the exact date. The patient was an inpatient and received daily checks for pressure areas. No pressure injuries were documented prior to the procedure. During the procedure the mattress was covered with a plastic protective sheet and a bed sheet. The patient was on the procedure table for approximately one hour and thirty minutes. The day after the procedure it was documented that the patient showed pressure sores. The patient received pressure injury care including barrier cream, dressings and positioning care. The patient was reported as high risk for pressure ulcers due to having a low bmi of 17. The standard practice for positioning care is to turn the patient every two hours. Since the patient was only on the table for one hour and thirty minutes, the pressure injuries are deemed to be unrelated to the length of the procedure. The mattress was inspected, and no damage was observed. The philips system was working as intended. At the time this complaint was received, philips did not have enough information to exclude that the system might have caused or contributed to a serious injury. After investigation, philips concluded that the system was working as intended and that there was no system contribution. Based on re-evaluation, this complaint is not reportable.

Event description:
It was reported to philips that a patient suffered a pressure sore from the azurion 7 m12 device¿s mattress. The device was in clinical use at the time of the event. Philips has made multiple attempts to contact the customer but no additional information regarding the event or the patient¿s condition has been received to date. Philips has started an investigation of this complaint.